Manufacturer narrative:
The investigation did not identify a product problem.

Event description:
The initial reporter received a questionable glucose result for one patient tested with an accu-chek inform ii meter. The meter result at 7:57 am was 22 mg/dl. This result did not match the patient¿s symptoms. The meter result at 8:00 am was 99 mg/dl. No treatment was provided based on this result.

Manufacturer narrative:
The serial number of the accu-chek inform ii meter is (B)(6). The customer stated that qcs are run every 24 hours and have been acceptable. The investigation inspected the returned vial. There were no obvious signs of damage or contamination. The investigation tested the returned test strips using glycolyzed blood. Investigation results (in mg/dl): 114, 125, 109, 112, 115, 108, 109, 105, 112, 109, 113, 113. All testing with the returned strips produced acceptable results and no strip defects were observed. The investigation tested the vial's integrity and the result was acceptable. The investigation confirmed the primary packaging seal was acceptable for the returned vial and there was evidence to support that the returned product was appropriately sealed. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.